Event description:
It was reported that body fluids were noted in the connector of pulse generator. Noise signals were present on the ventricular iegm. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis found dried body fluids inside the header. The cause of the reported field event was due to damaged septum plugs. Electrical analysis revealed normal characteristics.